Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed alert 41 related to an insulin shaft rewind error following swimming and a supply change, and multiple resets did not resolve the issue. Symptoms included no reported changes in blood glucose. Outcomes included device replacement and user instruction to sync data, shut down the device prior to return, and complete a new learning phase on the replacement. Investigation included device return logistics and data synchronization guidance. Investigation of this case revealed a malfunction associated with the insulin delivery mechanism consistent with an insulin absolute range error and an insulin shaft rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or component malfunction.